Event description:
Customer requested the machine was checked out because of erratic alarms, and too much fluid removal.

Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field representative loaded the software; he calibrated and verified the scale's weights and pressures as a preventive action only. The service technician performed a simulated patient run for 1.5 hours: the machine was operating correctly and was returned to service.